Event description:
Implants loose when removing from the patient. Implants were not properly attached when removed from the patient, primary surgeon does not always use the implant tightening wrench.

Manufacturer narrative:
This complaint is still under investigation. Deputy will notify the FDA of the results of this investigation once it has been completed.